Event description:
The reporter stated that the product snapped apart from the adapter. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Add'l lot # 34g13d082. MFR date for 34g13d082 is july 2004. The returned samples from lot 33c040104 had the sampling site body cracked. No samples for 34g13d082 were received. The cracking sampling sites are related to a smaller internal inner diameter on the site body. Changes have been made to the site body to allow for ease of insertion since this product was manufactured. No product remaining in stock prior to the body change. A recall was conducted to remove product with the smaller ID from the field. This facility was notified on july 14, 2005 of the recall and lot numbers of product associated with the sampling site. Documentation was received from this facility on july 15, 2005 stating that there was no product associated with the recall remaining in their facility. Per the hospital, all recall product was returned. Smiths received units on 02/23/2006. The smith sales rep entered the facility february 2007 to ensure that no product remained. Smiths was able to confirm this issue and determine the cause. Smiths believes that with the corrective actions in place and any affected product being recalled this issue has been addressed. Smiths considers this issue closed with this report.